Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they had pain in their buttocks and legs. They had sciatica problems with bowel movement and numbness in their thigh and legs. The pain does not let them sleep. The patient mentioned they were reprogrammed, but that did not work. The issue has not been resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reported the ins started giving them a severe pain in their buttocks and hips. Pt reported they saw their surgeon and had the ins calibrated, but for the last 4 weeks they had to turn off stimulation because when it's on, they start hurting. Pt noted they took an x-ray in the doctor's office on (B)(6) 2025 and doctor reported that everything was straight and the stimulator hasn't moved. Pt reported still having severe pain in their buttocks and hips and if they turn off the ins, the pain subsides, but then their sciatic pain starts because the stimulator is off. Pt also reported they could not sleep at night and wanted tech support. Patient services (pss) emailed pt back and redirected them to their healthcare provider (hcp). Additional information was received from the patient (pt). They reported that they have gotten technical help from a medtronic technician and they still can't figure out what is wrong. Pt reported the stimulator has been off for 1 month and they were in pain. Pt reported if the issue gets out of hand they will speak to a lawyer.